Manufacturer narrative:
Other relevant components include: product ID: 8709, lot# l73611, implanted: (B)(6) 2000, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 100 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. Other medication was oral baclofen. The date of the event was (B)(6) 2015. It was reported the patient experienced left extensor tendon contracture noted in the left knee. Magnetic resonance imaging was done (B)(6) 2015. A catheter revision was performed (B)(6) 2016. The cause of the catheter issue was unknown. The concentration of 2000 mcg/ml was changed to 500 mcg/ml at 96 mcg/day. The tone was well controlled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.